Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, damaged distal edge, and failed light transmission. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the broken objective lens could not be specified. However, the fiber breakage, damaged distal edge, and failed light transmission caused by charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken objective lens, fiber breakage, damaged distal edge, and failed light transmission caused by charged coupled device. There was no patient involvement.